Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the biopsy channel was damaged likely as a result of insufficient cleaning or mishandling of the scope. Upon further inspection, residual liquid or foreign material was observed coming out of the suction cylinder. Additionally, it was observed that the suction, air, and water cylinder were discolored. It was observed that the grip and the switch box had scratches. It was also observed that the light guide cover glass and the bending section cover was damaged. It was observed that the light guide lens was cracked. It was also observed that there was a cut in the connecting tube. Lastly, the distal end insulation inspection did not meet standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a cleaning brush stuck inside biopsy channel. The reported issue occurred during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that residual liquid or foreign material was coming out of the suction cylinder, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer and the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a broken cleaning brush that remained in the device. A further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.